Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion exhibiting 100% stenosis located in the proximal lad. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning/ advancement to the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
The physician stated that it was a difficult lesion, but the believed that the stent deformed quickly. Product analysis summary: the stent was positioned on the balloon between the marker bands but was not meeting specifications due to deformation on the stent. Deformation was evident to the 7th-17th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.